Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console and no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. The log files were reviewed and it was determined that the software functioned as intended. A tcu hardware issue (within the console) can cause the application software to throw the "system console is bad" error, and is the most likely cause of the reported complaint. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc.this situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Prior escalation criteria was reviewed, and there are no prior escalation actions applicable to the scope of the reported compliant. Although no further action is necessary at this time, the issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during cori tka procedure when the surgeon milled his entire distal femur, he began to burr a lug hole and received the system console is bad. They hit quit, resumed case, recalibrated, and received the error again. They hard reset the unit, went back into the case, reviewed then continued operation. Proceeded without issue at this point. Delay reported fewer than 30 minutes. No patient harm or additional complications were reported.